Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. Conclusion: device used after expired.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after the procedure. It was reported that after the removal of the embolic protection device, during a left internal carotid artery stenting procedure, the patient had a neurological event. Initially, thought to be transient, the event was later classified as a left middle cerebral artery infarct with right hemiparesis and dysphasia. On the day of the procedure, the patient had transient right arm weakness; however, the following day, the right arm and hand weakness returned. Additionally, the patient experienced some confusion. Two days post procedure, the patient was oriented with minimal weakness. Four days post procedure, the patient remained oriented and the right hand was nearly at baseline. Six days post procedure, the patient was discharged to a rehabilitation unit. Reportedly, the patient has had great improvement and is close to her pre-procedure baseline. Although requested, there is no additional information available. Choice study event.